Manufacturer narrative:
Unit was received with constant motor error alarms during rewind due to leaking motor oil on motor home switch. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, and operating currents measurements due to motor error alarms. Detached end cap noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and missing end cap sticker were noted.

Event description:
The customer reported via phone call that the insulin pump broke where the reservoir is inserted. The bottom part of the reservoir came off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.